Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4 was not opened. A field service engineer found drawer slide rail was jammed removed the slide rail jam, installed the drawer. The customer successfully recovered the drawer, rails needed replacement if drawer fails, and the part was postponed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed to open. The user did reboot and storage recovery but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.